Event description:
A customer reported footswitch problems during the irrigation/aspiration (I/a) portion of a cataract with intraocular lens implant procedure. There was no response from the foot pedal resulting in no irrigation and aspiration. The procedure was completed using simco aspiration. It was reported that the pt may need further treatment. Additional info has been requested. But none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).